Event description:
It was reported that the lead was explanted one day post-implant, due to high thresholds and no capture. A new lead was implanted with acceptable thresholds. No patient complications have been reported as a result of this event.